Event description:
Report received from (B)(6) states: "vitrectomy cutters fail in cutting vitreous during ppv procedures. Cutters fail from start while others initially work and then fail after a while. No issues with patients."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The product has been received for evaluation however the evaluation is not yet complete. A follow up report will be submitted upon completion of the evaluation. Report 2 of 3.